Manufacturer narrative:
The product is not available for evaluation. A cardiac catheter lab manager reported that a patient experienced stent malapposition after having a coronary artery stent implanted. The catheter lab manager stated that the patient had an unknown cypher stent implanted in the left anterior descending (lad) coronary artery in (B)(6) 2011. She reported the patient had one cypher stent implanted. She stated the patient went in for a cardiac catheterization (date unknown) and the physician noticed that the proximal end of the cypher stent was not fully expanded against the vessel wall. She stated the physician treated the cypher stent with either balloon angioplasty or stent implantation. She wasn't sure how the patient was treated but she stated there was no adverse event to the patient. She could not provide the catalog number of the cypher stent implanted in the lad. She couldn't provide any further information. The sterile lot number for the device is unknown therefore a device history report review could not be performed. While late stent malapposition has previously been associated with bifurcating lesions, plaque distribution in the lesion and brachytherapy, review of current literature demonstrates some authors suggest drug-eluting stents may have the same potential risks as brachytherapy, in terms of the anti-proliferative effects on vascular smooth muscle cells and endothelial cells. However, with such limited information, it is not possible to determine with any certainty what factors may have contributed to this event. There is no indication of a design or manufacturing related issue therefore no corrective action is required.

Event description:
A cardiac catheter lab manager reported that a patient experienced stent malapposition after having a coronary artery stent implanted. The catheter lab manager stated that the patient had an unknown cypher stent implanted in the left anterior descending (lad) coronary artery in (B)(6) 2011. She reported the patient had one cypher stent implanted. She stated the patient went in for a cardiac catheterization (date unknown) and the physician noticed that the proximal end of the cypher stent was not fully expanded against the vessel wall. She stated, the physician treated the cypher stent with either balloon angioplasty or stent implantation. She wasn't sure how the patient was treated but she stated there was no adverse event to the patient. She could not provide the catalog number of the cypher stent implanted in the lad. She couldn't provide any further information.